Manufacturer narrative:
Usb cable not charging could not be verified as cable was not returned. Temperature alarm was verified.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Reportedly, the customer had to hold the cable in a specific position in order for it to charge. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level was 130-400 mg/dl. Reportedly, the pump was charging when alarm occurred.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.